Manufacturer narrative:
Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The nurse reported that the central nurse's station (cns) did not alarm for a patient that was having a tachycardia occur. They explained that in some instances the cns would alarm and show the event. However, it missed it for at least 2 times. They stated that the tachycardia that alarm versus the tachycardia that did not were in the same consistency of severity. They are questioning why this happened and why the alarms did not appear at all. Nihon kohden technical support (tech support) stated that they would need to pull logs for quality to investigate, but they were not very cooperative and stated that they would have someone else do that. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) did not alarm for a tachycardia event. In some instances, the cns would alarm and show the event, but it did not alarm for at least 2 tachycardia events. No patient harm or injury was reported. Investigation summary: factors to mitigate harm to the patient are real time patient vitals which are monitored by clinicians who could address the issue should out of range values be observed. The customer refused troubleshooting and did not respond to nihon kohden technical support (nk ts) follow up attempts. A root cause cannot be determined. Nk clinical support was able to educate the customer of the limitations of the patient monitoring device and actions that can be taken to avoid missed alarms. No further issues related to missed alarms are associated with pu-681ra serial number (B)(6).

Event description:
The nurse reported that the central nurse's station (cns) did not alarm for a tachycardia event. In some instances, the cns would alarm and show the event, but it did not alarm for at least 2 tachycardia events. No patient harm was reported.